Event description:
It was reported that a patient underwent an opthalmic procedure on an unknown date and suture was used. The patient experienced inflammation with persist persistent uveitis of the eyes post operatively. Additional information has been requested.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.